Event description:
A consumer reported experiencing four eye infections during a two-month period while using this product. The infections occurred three times in her right eye and once in her left eye and each resolved after seven days. She stated during the first two occurrences, her eye was red and painful, and she felt like she had scratched her cornea. She indicated her ophthalmologist diagnosed "eye infection" and treated her with an occular antibiotic medication. She stated the third occurrence was more severe with discharge and she could not open her eye. The ophthalmologist diagnosed "conjunctivitis" and treated it with a different ocular antibiotic medication, per consumer. The fourth occurrence initiated with slight redness in her right eye that worsened during the day to increased redness, irritation, pain, and throbbing in that eye. She observed a red ring around her cornea that the ophthalmologist explained was the line of her contact lens. She indicated the ophthalmologist suggested a relationship to the product and instructed her to discontinue product use. In 2007, she reported her eyes are fine, and she is wearing contact lenses and is using another product without difficulty. She has been a contact lens wearer for about twenty years. She wears optix 2 lenses.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has been returned and is undergoing testing. Eval of retention sample from lot 117638f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch records were reviewed and no deviations were identified. No similar reports for lot 117638f. This report mailed in to FDA on: 9/12/2007. Add'l info was requested from the consumer. 08/13/2007, 08/20/2007, 09/07/2007. Consumer provided info 8/13/2007 and 9/07/2007 (2). Add'l info was requested from the physician: 8/14/2007 (2), 8/16/2007, and 9/07/2007.